Manufacturer narrative:
The impella was returned with the entire catheter removed, including the pump handle, purge sidearm, and patient cable. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely sidearm yellow luer damage due to the use of sodium bicarbonate in the purge solution.

Event description:
The user facility reported a 63 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a purge sidearm leak occurred after sodium bicarbonate was added to the purge. The pump had been supporting for 13 days when this occurred. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.